Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was oversensing p-waves. The device was reprogrammed to primary sensing vector at that time. Four months later, the patient had supraventricular tachycardia (svt) and received an inappropriate shock. The patient has bundle branch aberrancy at rates greater than 170bpm. A review of the data identified oversensing and undersensing with a delay in therapy 30-60 seconds. An x-ray confirmed repositioning of the electrode would most likely not improve the clinical observations. Additionally, a treadmill test confirmed there is not a usable vector that will provide appropriate sensing for this patient. Therefore, the system was explanted and replaced with a trans venous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being submitted due to the completion of device evaluation.